Event description:
The customer reported system displayed precharge error. Pt was on the table but not affected.

Manufacturer narrative:
The service rep diagnosed cause of problem as being defective batteries. Customer will order batteries and have them replaced by a third-party.